Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify due to blank display. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the condensation around the edges of the pump's screen. Customer stated that the insulin pump was exposed to moisture. Customer states they did not hear fluid when shaking the pump. Customer stated they see fluid under the lcd. Customer stated the pump was not dropped. Customer stated there were not cracks in the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.